Event description:
It was reported that on (B)(6) 2010, a 3.0x28 xience v stent was successfully implanted in the right coronary artery (rca) after pre-dilatation. Two non-abbott stents were deployed in the proximal and mid left anterior descending artery (lad) and the procedure was successfully completed. On (B)(6) 2010, the patient was hospitalized for heart failure. On (B)(6) 2010, angiography revealed thrombosis in the xience v stent and in a non-abbott stent in the lad. On (B)(6) 2010, dilatation was performed in the rca and lad. The patient's condition is reported as good. There was no reported adverse patient sequela. Reportedly, the patient discontinued antithrombotic medication in (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported thrombosis is listed in the instructions for use as a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing or design and the treatments appear to be related to the operational context of the procedure.